Manufacturer narrative:
A review of complaint activity determined there is normal complaint activity for the architect tsh reagent lot 91052ui00. Tracking and trending did not identify any trends for the architect tsh reagent. Testing was performed using an in-house retain kit of lot 91052ui00 and all specifications were met, indicating the lot is preforming acceptably. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect tsh reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased architect tsh results of 2.85 and 2.56 miu/ml were generated for two different patient samples (ids (B)(6) respectively). The results were questioned by the nuclear medicine physician because they were not consistent with the medical histories. Both samples retested at >100 miu/ml. No adverse impact to patient management was reported.